Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the full lead was returned in segments and analyzed. The inner insulation had a breached depression. The defibrillator conductor and the proximal conductor were cut. All conductors had blood/body fluid (not obstructed). The outer insulation was breached cut, had a white substance and a cosmetic depression. The helix was distorted/bent. There was blood in/on the helix mechanism and sleevehead. The analyst also noted the helix has been cut off at 57.7 cm. The analyst also noted that there are five sets of setscrew marks on the is-1 pin. One set of marks is too proximal and four sets are in the correct position. It cannot be determine when but at some time the lead was not fully inserted into the device.

Event description:
It was reported that the right ventricular lead had increased pacing threshold and intermittent increasing impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.